Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Arrive2 clinical trial. It was reported that during a percutaneous coronary intervention the balloon displayed a "watermelon seeding" phenomenon. The pt presented for this procedure with sudden onset chest discomfort and cardiac catheterization was recommended. Access was via a #6 french sheath in the right femoral artery and a #6 french 3.0 guide catheter. The svg to cx (saphenous vein graft to circumflex) was treated with a 4.0x6mm cutting balloon, but it would not cross the entire stenosis, despite additional inflations. This 4.0x12mm quantum maverick balloon was advanced into position and additional dilations were performed at 12atm "in order to create more of a channel". It was reported that there was some watermelon seeding of this balloon in and out of the restenotic stent. The procedure was continued with the cutting balloon to achieve better predilation. A 3.5x28mm drug eluting stent was then placed and post dilated. The results of the procedure were reported to be excellent. There were no pt complications as a result of this event.